Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up due to non-sustained rv oversensing episodes. The episodes were reviewed and was determined to be post paced t wave oversensing. Programming changes were made and there was no evidence of oversensing in office. There were no patient consequences. The device remains implanted.